Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). "Uncemented hemiarthroplasty for fractured neck of femur: a consecutive series with a single prosthesis" by jonathan r.b. Huttt, osama aweld, arshad khaleel (2011). Doi 10.1007/s00590-010-0742-1. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. Current information is insufficient to permit conclusion as to the cause of the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by MFR: product not returned.

Event description:
It has been reported in a journal article that 1 patient underwent hip revision surgery due to dislocation 4 months after initial surgery. The original stem was retained.